Event description:
During a sigmoidectomy procedure the threaded stud was found to be broken on the handpiece. Another device was used to complete the case. There were no adverse consequences to the patient.